Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (10/20/2014). The patient¿s test strips have been returned on 9/8/2014 and evaluated by lifescan product analysis on 10/9/2014 with the following findings:the test strips involved with this complaint failed testing. The returned test strips were found to be unable to turn on the meter with no assignable cause. In addition, a secondary issue was noted when the returned test strips were found to have scratched electrodes. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014). The patient¿s test strips have been returned and evaluated on 09/30/2014 by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. The returned test strips were found to have scratched electrodes with no assignable cause. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.